Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. During functional testing on gen11, an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activation may increase damage severity and result in alert screens, such as ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to how the pin hole got cracked. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a neck exploration procedure, the instrument was attached to the handpiece and passed the pre run test, but received a "tighten assembly" message when activated. The device was re-tightened, tested, activated, and received another "tighten assembly" message. A second like instrument was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number is r93h57.